Event description:
It was reported a battery jump occurred, but no further information was available to verify the issue. No reported impact to the customer¿s blood glucose level. No further information provided.